Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) on a cobas e801 module. The initial result from the primary tube was 0.0232 miu/l on the e801 module. An aliquot was made from the primary tube and sent for testing by the abbott architect method where the tsh result was 8.5 miu/l. On (B)(6) 2018, the customer repeated the patient sample on the e801 module using the primary tube and the result was 12.1 miu/l. The initial low result of 0.0232 miu/l was not reported outside of the laboratory. The repeat result of 12.1 miu/l was reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 331814 with an expiration date of aug-2019. Calibration and qc were acceptable. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.